Event description:
Possible lead fracture. Noise sensed in episodes on rv lead. Lead was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt the lead was found cut 47 cm proximal to the lead tip. A proximal part including the serial number was missing. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the fragment was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 44 cm proximal to the lead tip the insulation was found abraded through and a fracture of the conductor cable leading to the rv ring electrode was observed. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.